Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 42 mg/dl. Bg cause was unknown. Customer may have delivered a bolus by mistake; however, this could not be confirmed. Reportedly, the customer ate carbohydrates and drank orange juice to address the bgs. A recommendation was made for the customer to discuss bg levels with healthcare provider.